Event description:
The device reportedly displayed a defibrillation energy fault message. The reported problem may be indicative of a failure that could result in a failure to deliver defibrillation therapy. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.